Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to deploy and difficulty removing was unable to be replicated as the stent was already deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the left subclavian artery. The 6.0 x 19 mm omni elite stent system was prepared per the instruction for use with no issues noted and advanced to the lesion without resistance. The device was pressurized to nominal pressure; however, the stent did not deploy. When the device was pulled back with slight resistance into the sheath, the stent dislodged inside the sheath. Outside the patients anatomy, the dislodged stent was retrieved from the sheath. A 7.0 x 19 mm omni elite stent system was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.